Event description:
The customer reported via phone call being hospitalized and requiring medical intervention due to low blood glucose levels on several occasions. The customer stated that she did not recall the exact dates of the low blood glucose or hospitalization events. She reported that she had had 5 events during which emergency medical technicians were called; however, 3 of 5 events resulted in the emergency medical technicians administering injections for treatment at the scene. 2 of 5 events resulted in the customer being transported to a hospital. She did not recall any information regarding the events. She stated that she would discuss with her daughter to find the documentation of the hospitalizations and would call back to provide further details regarding the events. The customer did not know the blood glucose readings at the time of any of the reported events.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.